Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The dealer states that the locking receiver on the arm base when the arm flips back has broken off at the weld, as well as the front locking receiver has broken, but not at a weld. The dealer also states that the lock handle has snapped off where it mounts to the frame.